Event description:
On (B)(6) - it was reported by the consumer that the 65650r rollator right front caster and support bar weld was broken. Another complaint was processed and MDR report submitted, as this the second similar event reported by the patient. There was no patient injury reported.